Manufacturer narrative:
The sureform 60 stapler instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history indicates that this record is related to patient identifier (B)(6). No image or procedure video was provided for review. A review of the device logs for the sureform 60 stapler instrument (part# 480460-09 / lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the sureform 60 stapler instrument was last used on (B)(6) 2022. This complaint is being reported based on the following conclusion: the customer converted after the start of the procedure due to the tissue being too thing to continue with force fire enabled. The staple reload would still not fire through the tissue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, customer reports, the tissue was too thick to continue with sureform stapler 60 instrument. Force fire was enabled. The stapler reload would still not fire through tissue. All standard trouble shooting techniques were applied. A second stapler instrument was used with same error. The procedure was converted to laparoscopic surgery. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.